Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse/painful intercourse"), back pain ("back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain and metrorrhagia had resolved and the dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted: essure insertion date:2016 00:00. Patient received treatment for pelvic pain, abdominal pain, back pain, painful intercourse. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received- new events back pain, metrorrhagia (bleeding b/w periods) and she did not underwent essure confirmation test were added. The outcome of events pelvic pain, abdominal pain and menorrhagia was updated from unknown to recovered. Explant date was updated. Product indication was updated. Patient's date of birth was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvis pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse/painful intercourse/ dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy, salpingectomy bilateral, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain and metrorrhagia had resolved and the dyspareunia, vaginal haemorrhage, female sexual dysfunction, migraine, dysmenorrhoea, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date: 2016, (B)(6) 2015. Patient received treatment for pelvic pain, abdominal pain, back pain, painful intercourse. Most recent follow-up information incorporated above includes: on 31-oct-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), migraines / headaches, dysmenorrhea (cramping), vaginal discharge and fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding"), abdominal pain ("abdominal pain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (remove the essure® implant in 2018). Essure was removed in 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.